Event description:
I am a type 1 diabetic who has been using the omnipod dash 5 system for approximately 4 years. When I first began using the device, I would occasionally (about twice per month) experience unexplained episodes of severe hyperglycemia after dosing for meals. At the time, I assumed these were isolated issues, possibly due to air bubbles. For the first few years, these episodes were infrequent and manageable. However, over the past 3 weeks, the problem has become severe and consistent. Every single pod I have used (at least 10 pods during this period) functions normally for the first 24 hours, but then fails within 24¿48 hours of application. Specifically, when the failure occurs, insulin delivery appears to stop working correctly. After dosing for meals, my blood sugar rises sharply and remains dangerously high, even after multiple large correction boluses. For example, after eating ~45 grams of carbohydrates, I dosed appropriately. Two hours later, my blood glucose was 370 mg/dl. I then delivered four consecutive correction doses of 10 units each over several hours, but my glucose continued to rise above 400 mg/dl and remained there. Eventually, the insulin seems to absorb all at once, causing an extreme and dangerous drop (as low as 40 mg/dl overnight, nearly leading to fainting). I have repeatedly noticed insulin leaking from the adhesive/cannula site when this occurs. There is a distinct smell of insulin and moisture on my skin around the pod, strongly suggesting leakage due to a cannula defect or device malfunction. I have ensured that I rotate infusion sites and follow all manufacturer instructions, so user error is not the issue. These failures have seriously impacted my health. Sustained hyperglycemia has made me sick, with fever, cough, and weakened immunity, causing me to miss school, studying, and perform poorly on exams. I have avoided hospitalization only because of cost, but the risk of diabetic ketoacidosis has been very real. I contacted insulet (the manufacturer) to report this problem. I explained that this has happened with ~10 consecutive pods, provided details about insulin leakage, and shared my concerns. After keeping me on the phone for ~30 minutes, the only resolution they offered was to mail me 2 replacement pods. No investigation was mentioned, and no acknowledgment of a systemic issue was given. I later researched online (e.g., reddit and diabetes forums) and found many other users have reported identical issues over multiple years. This indicates a widespread and ongoing product defect that has not been adequately addressed. In summary, the omnipod dash 5 system has repeatedly failed to deliver insulin properly after 24¿48 hours of use, leading to dangerous highs and lows, insulin leakage at the cannula site, and significant negative health effects. Insulet is aware of complaints but has not taken sufficient action beyond offering replacements. I believe this device presents a serious safety risk to patients who depend on it for life-sustaining insulin delivery. Pt: 1905; 1858; 4455. Device:1354; 3005; 2588. Referenced reports: mw5176942, mw5176943, mw5176944, mw5176945, mw5176947, mw5176948, mw5176949, mw5176950, mw5176951.